Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Premature battery depletion was suspected. This device was explanted and replaced. No additional adverse patient effects were reported.